Event description:
It was reported less than one month post implant that the patient developed endocarditis. Sternotomy was performed. The implantable pulse generator (ipg) system was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.